Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The cause of the discordant, falsely elevated ctni results on one patient sample is unknown.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on one patient sample upon initial and repeat testing on a dimension exl with lm instrument. The discordant results were reported to the physician, who questioned them. A new sample was obtained from the patient and was tested on the same instrument, resulting lower. The original sample was re-centrifuged and repeated on the same instrument, still resulting higher. Both the original and new sample were tested in an alternate laboratory on an advia centaur instrument, resulting lower. The corrected result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.

Manufacturer narrative:
The initial MDR 1226181-2015-00431 was filed on july 24, 2015. Additional information (07/31/2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data and could not find an instrument or a reagent issue. The patient samples are not available for further investigation. The cause of the discordant, falsely elevated tni-ultra results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.